Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the physician performed 30 cases last year with flow diverter stent (subject devices). Stenosis was observed at the time of follow-up in 15 out of 30 patients. Patients are doing fine. No further information available.

Event description:
It was reported that the physician performed 30 cases last year with flow diverter stent (subject devices). Stenosis was observed at the time of follow-up in 15 out of 30 patients. Patients are doing fine. No further information available.

Manufacturer narrative:
Although the device history record (DHR) and the automated manufacturing execution system (mes), could not be reviewed because the lot number for remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of patient parent vessel stenosis.